Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was j237h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted for fractographic evaluation on october 15, 2025. The component was identified as product code j237h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received; the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify as described: during umbilical aponeurotic closure. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? The doubt persists; an x-ray was performed that did not visualize anything so a priori not. What was used to complete the procedure? Another needle. Were there any patient consequences? No, because the tip did not remained in the patient.

Event description:
It was reported that a patient underwent a during umbilical aponeurotic closure procedure on (B)(6) 2025 and suture was used. During the procedure, loss of a needle tip crimped with suture during umbilical aponeurotic closure. No adverse patient consequences were reported. Additional information was requested.